Event description:
I had the essure done because I was told it was a good product with low side effects and I was scared to be put to sleep. Since I have had essure done in (B)(6) 2010, I have had problems... Cramping, sharp stabbing pains in my hip and belly, chest pain, fatigue, loss of energy, headaches, metallic taste in mouth, dizziness, mood swings, hot flashes, heart fluttering, bad pms, I never had these problems before I got the essure. I can't stand living this way. I want to have it removed.